Manufacturer narrative:
The reported guide wire was received for analysis. Examination of the wire revealed the spring tip core wire to be fractured. A segment of the distal core wire and the distal spring tip solder bond were missing. The spring tip coils were damaged and deformed but remained intact. Scanning electron microscopy was performed and evidence of fatigue was observed on the wire core. The core wire also exhibited spiral marks, which may have resulted from coming into contact with the spinning oad tip bushing. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the wire detachment was unable to be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#: (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was 95% stenosed and located in the left circumflex. During atherectomy treatment, the tip of the guide wire became detached. The wire fragment was unable to be snared and remained in the patient. Balloon angioplasty and stent placement were performed and the patient was in stable condition following the procedure.